Manufacturer narrative:
The proximal portion of the balloon did not deflate but was removed from the patient without difficulty. (B)(6). The angiosculpt device was not returned, thus no evaluation performed.

Event description:
The physician used an angiosculpt device for vaivt. After the second inflation at 8 atm for 30 seconds, the proximal portion of the balloon could not be deflated. However, the catheter was removed from the patient with no problems.